Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.